Event description:
The doctor did a right hemicolectomy. The surgeon performed a wash before and at the end of the surgery and he installed about a final volume of 600 ml. After about 8 days the patient had an intestinal obstruction. Another surgery was performed on the patient and it was discovered that the patient had inextricable adhesions that made difficult and complicated the surgery. The customer reported the case to the competent authority. For the moment there are no further info available about the event, the sample and about the patient.

Manufacturer narrative:
Baxter medical assessment: despite using adept, a solution to prevent and reduce the incidence of adhesions, the patient developed adhesions causing a subsequent bowel obstruction. This represents lack of efficacy. Although many factors can contribute or cause postsurgical adhesion, we cannot rule out a contribution to the product.